Manufacturer narrative:
No event date is available. On (B)(6) 2019 was used.

Event description:
It was reported that stent thrombosis occurred. An eluvia drug-eluting vascular stent was implanted in the superficial femoral artery (sfa). The physician noted that the patient had stent thrombosis.